Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot#: 82196813 presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 0.018 4 x 4 x 40 slalom thrill high pressure (hp) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used, but it ruptured before the pressure reaches its nominal pressure. It was replaced with another same sized device (non-cordis) and the procedure was continued. There was no reported patient injury. This was a shunt pta case. There was no difficulty removing the product from the hoop or when removing the protective balloon cover . No difficulty was noted when removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The lesion was the right radial artery. The vessel / lesion characteristics. Were that the lesion had some calcification . The vessel tortuosity was acute and the vessel had 99% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was some difficulty advancing the balloon catheter through the vessel and when crossing the lesion. The catheter was in a acute bend. The plunger did depress into the syringe/indeflator when trying to inflate. The user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The balloon ruptured . There was no leakage noted from the balloon, shaft, hub, or unknown segment. The device will not be returned for analysis due to covid-19.

Manufacturer narrative:
As reported, the 0.018¿ 4 x 4 x 40 slalom thrill high pressure (hp) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was used, but it ruptured before the pressure reaches its nominal pressure. It was replaced with another same sized device (non-cordis) and the procedure was continued. There was no reported patient injury. This was a shunt pta case. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. No difficulty was noted when removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. The lesion was the right radial artery. The vessel/lesion characteristics had some calcification. The vessel tortuosity was acute, and the vessel had 99% stenosis. The device was not used for a chronic total occlusion (total occlusion >3 months). There was some difficulty advancing the balloon catheter through the vessel and when crossing the lesion. The catheter was in an acute bend. The user was unable to depress the plunger into the syringe/indeflator when trying to inflate. The balloon ruptured. There was no leakage noted from the balloon, shaft, hub, or unknown segment. The device was not returned for analysis due to covid-19. A product history record (phr) review of lot 82196813 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics of calcification, acute tortuosity and 99% stenosis likely contributed to the reported event; however, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.